Manufacturer narrative:
Correction: (B)(4).

Event description:
New information received indicated that the lead that was previously mentioned to not be working was the right ventricular lead. The right ventricular lead exhibited high capture thresholds and low lead impedance. The patient complained of intolerable pocket pain. It was believed that the right ventricular was the cause of the muscle stimulation but it could not be completely determined. On (B)(6) 2019, the system was explanted and replaced. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing muscle stimulation around their armpit. It was noted that the patient had lost a significant amount of weight and their pacemaker pocket has moved. One of their leads was noted to be not working. Information regarding the specific issue and which lead had the issue was not provided. No device intervention was reported but pocket revision and lead replacement was discussed. No further information available.